Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one-link catheter extension set leaked. The leak was described as tubing was coming off the IV (intravenous) catheter. It was further reported the patients were being injected at 325 unspecified pressure units; however, the IV catheter&#38112;pressure rating was only 300 unspecified pressure units. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.